Event description:
The manufacturer received information alleging device will not turn on. During the evaluation of the device at the product investigation laboratory (pil), burn marks were observed on the ui panel. The iso port and blower appeared to have liquid ingress to it. The pca was observed to have corrosion to it, and the q4 was burnt, likely due to liquid ingress. An unknown dust contaminant was observed on the blower, blower seal, bottom enclosure, top enclosure and inside the inlet of the blower box, confirming debris in the airpath. Pil confirmed that the device would not power on using the power supply and power cord returned with the device. Upon removing the top ui panel, it was observed that the ui was not connected to the pca and on connecting the ui, it was confirmed that the device did power on. The device would not provide therapy. The device's event log was reviewed by the service center and 13 instances of e-15 (err_cycle_handler_overrun), 1 instance of e-19 (err_wdog_timeout), e-40 (err_nvram), e-303 (err_touch_sensor_coms), e-7 (err_software) and e-20 (err_motor_spinup_flux_low) were found. I t was found that many of these errors were not repeated with continued usage and did not impact this investigation. Care orchestrator data was not available for download. The investigation was unable to directly address the symptoms and confirmed that the device did not appear to have power due to the ui panel being unattached from the pca. Additionally, the device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.